Event description:
Information was received indicating that a cadd ms3, pump exhibited system fault during testing. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated, error code 112 indicated during power up. The motor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.